Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17dec2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The customer replaced the central processing unit subassembly and the issue was resolved. The unit was returned to service.

Event description:
It was reported that the unit logged an error 1122 (high blower temperature). The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.